Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection was performed. A pull test identified that the male luer inlet port did not meet specification. The tubing was visually inspected closer and it was identified that it lacked solvent. If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse opened a continu-flo solution set and the tubing was observed to separate from the end piece. This malfunction occurred when the nurse was taking the set out of the packaging. This set was not used on the patient, as it was observed prior to use. Additional information was requested and is not available.